Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump split into two pieces while the user was removing clothing, rendering the screen unusable and the device nonfunctional; the issue involved screen bezel separation with a display component and was described as a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress problem affecting the display assembly and bonding, which aligns with the reported separation and loss of bonding in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.